Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system, user was unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system user was unable to login. A technical support specialist (tss) dialed in to the station and the server with the user's permission. The tss attempted to reboot the station, which was successful. They checked the user's account status on the server and confirmed that it was active. After the reboot, the user was able to log in and dispense medication. The tss informed the user that they were unable to make the requested changes because it involved security related permissions and advised the user to contact the pyxis administrator at their site to obtain the necessary password and access. The user acknowledged this. The tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.